Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Replacement was sent.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient's father/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6) 2010 alleging that the onetouch® ultralink meter does not turn on. The patient manages his diabetes with the insulin pump. The power issue began on (B)(6) 2010 at 12 pm. The reporter claimed that at 4 pm, the patient's diabetes management consisted of more food/drink. At around 7 pm, the patient reportedly developed symptom of "thirst." There was no allegation of treatment for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptom that can be associated with hyperglycemia 7 hours after the product issue began.